Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per dop (B)(4). 1the of 2 sensors failed for low readings 1 remaining sensor passed per specifications with accurate readings. Unable to confirm needle complaint due to customer did not return insertion needles, only two sensors. Also found cannula bent. Unable to confirm that customer received sensor in said condition due to customer returning opened/used.

Event description:
The customer reported via phone call that they received a threshold suspend alert with a blood glucose level of 142 mg/dl and a sensor glucose level of 48 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.